Event description:
Pt intubated with a 5.5 ped, pediatric tracheostomy tube experienced problems when the device became partially extubated and reinsertion difficulties ensued. Pt reportedly experienced minor bleeding and respiratory distress during attempts to re-insert the 5.5 ped device. The device was in use approx. Three(3) weeks. A back-up 4pt device was used, ventilation was resumed and pt returned to baseline condition. Attending homecare nurse observed that the cannula on the 5.5 ped device was bent which impeded reinsertion efforts. It was also reported that the obturator, an accessory component used to re-inforce and guide the tracheostomy tube during insertion was not used. It is unk if the 5.5 ped device is available to be returned to the MFR for identification, analysis and investigation. As of the date of this submission, the 5.5 ped has not been received.